Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified higher sensor scan when compared to a finger prick result. The customer became hypoglycemic and experienced a seizure and a loss of consciousness and was unable to self-treat. The ambulance was called and the customer was provided oral glucose for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h-10 was incorrectly documented in the previous initial report.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified higher sensor scan when compared to a finger prick result. The customer became hypoglycemic and experienced a seizure and a loss of consciousness and was unable to self-treat. The ambulance was called and the customer was provided oral glucose for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.